Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that leaking at the distal end. PICC was placed on aug 6. PICC had to be removed prematurely, no harm to patient, other than putting a patient thru an unnecessary PICC insertion, which leads to the patient not having a good experience.